Event description:
Pt seen in the emergency room on 2/26/97 for "can't get my breath". Evaluated and transferred to another facility for cardiac work-up. After release from facility, pt was followed up by a dr who referred pt to another dr because pt complained that "bp machine in ER injured her arm", dr is planning further work-up to evaluate her condition.